Event description:
A recent download from a (B) (6) female pt revealed many "battery pack fault" and "battery charger fault" flags. Lifecor customer support tried to reach the pt but had to leave a message. On (B) (6) 2008, support contacted the pt again and a child answered. Support asked for the pt and the child hung up. On (B) (6) 2008, support again contacted the pt and left a message. On (B) (6) 2008, support was notified that the pt ended use on (B) (6) 2008, due to an ICD implant.

Manufacturer narrative:
Device eval summary: device eval of the battery pack has been completed. The reported problem was confirmed. The cause of the faults was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last pt to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.